Event description:
Osi table worked prior to procedure, table would rise and lower for pt positioning. During procedure, surgeon asked to moved position of table to lateral position and crna stated that table would not move.